Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing complete pump reset information, and the caller was guided through the process of resetting the pump. After the reset, the cgm error code did not reappear, enabling the customer to successfully start their sensor session.